Manufacturer narrative:
(B)(4).

Event description:
Procedure: right lobectomy. Customer states: the gia instrument was placed on the tissue. After firing the stapler, the surgeon opened the device in order to take it off of the lung. The surgeon notices that a some staples simply did not close and just lay on the lungs. Lung tissue is cut, but the staples are missing (they did not close) with bleeding as a result. There was patient injury. The procedure had to be extended for more than 30 minutes, and there was additional blood loss. There was tissue damage. Reinforcement material was used: prolene 4/0. Due to this incident the patient lost 250cc of blood. The surgeon immediately decided to use a new gia to close the gap. Then the tissue was reinforced with prolene 4/0. Additional information and an update on the patient's status has been requested from the account.

Manufacturer narrative:
(B)(4). Date initial report sent 1/7/2016: investigation summary: post market vigilance (pmv) led an evaluation of one gia 80-3.8 single use reloadable stapler with reload and one gia 80-3.8 single use loading unit opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident was that during a lobectomy procedure there was an issue with the staple formation. The visual inspection of the instrument displayed no abnormalities. Further visual inspection of the cartridge noted that the single use loading units (sulus) were fully applied. Additionally, microscopic inspection of the knife blades displayed no damage. The sulus was reset, reloaded with staples, and reloaded into the instrument. The sulus and instrument were applied to test media with acceptable results; the knives cut completely and cleanly and the staple lines were properly formed. The returned sample was found to meet specifications as received by medtronic and the reported condition was not confirmed. A review of the gia 80-3.8 single use reloadable stapler with reload device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. A review of the gia 80-3.8 single use loading unit device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition. No enhancements or improvements were generated for the reported condition. The file will be closed as fired satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.